Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of isatuximab (sarclisa). The medication was programmed to infuse 200 ml/hr for total volume to be infused (vtbi) of 250 ml. Per report: "the pump stated it would run over seventy-five (75) minutes; however, the infusion bag was empty after fifty-two (52) minutes." There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported an over infusion of isatuximab (sarclisa). The medication was programmed to infuse 200 ml/hr for total volume to be infused (vtbi) of 250 ml. Per report: "the pump stated it would run over seventy-five (75) minutes; however, the infusion bag was empty after fifty-two (52) minutes." There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Sample analysis results: external inspection found the right (male) and left (female) inter-unit-interface (iui) connectors of the suspect pump module exhibited minimal thermal damage on the isolation ribs. Internal inspection found the motor controller board exhibited apparent flux residue contamination. As well. The iui connectors internal frame exhibited fluid contamination. Investigation summary: the report of an over infusion was not confirmed through a review of the logs or reproduced during laboratory testing rate accuracy testing was performed on the suspect pump module. The device was found to be operating within specification. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. The review of the pcu event logs began when the pump module was attached as channel a on (B)(6) 2025 at 11:20 am, a guardrails drugs infusion of isatuximab (drugid=327) was programmed as reported at 1:55 pm, with drug amount of 467mg, diluent volume of 250ml, rate of 200ml/h and vtbi of 250ml. At 2:00 pm, a guardrails limit warning appear for dose under soft limit of 9mg/kg (intended=5.18 mg/kg), user selected yes to continue and programmed a 5-minute delay. The vtbi was changed to 235ml and started infusion. Pump alarmed for occlusion and user restarted the infusion. Between 2:41 pm to 2:55 pm user changed vtbi to 115ml, the pump module alarmed for air-in line and the infusion was restarted twice, right after user selected pause key and programed a 5-minute delay, a few minutes after the unit was removed, there is no record of further infusions of the isatuximab drug on the reported event day. Inspection and testing of the administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following condition may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v9.33), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of an over infusion event was not able to be determined, the pump module was found to be infusing within specification, no anomalies were found during laboratory testing. Note that this report lists imdrf annex a1006, a0509, a1801, a2305, g02017, g0405206, g04119, c0601, c07, d0302, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.